Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4): analysis confirmed the initial report, the radiofrequency (rf) head cable was found to be damaged, and this was the root cause of the event.

Event description:
It was reported the programmer would turn off by itself and would not interrogate devices. No patient complications were reported as a result of this event.